Event description:
It was reported that ongoing, intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6)2025. The customer addressed the elevated blood glucose level by administering a correction injection, changed the cartridge and infusion set, and resumed insulin therapy without third-party assistance. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer to resolve the issues.